Event description:
It was reported that the patient had chronic renal insufficiency and arrhythmia prior to implant. The log files noted low flow alarms as early as (B)(6) 2022. The patient was put on continuous renal replacement therapy and was euvolemic. The patient's speed was 13,000 rp, flow around 3.5 lpm, and power 10.4. The patient had a computed tomography angiography (cta) with 3d reconstruction and an outflow graft obstruction was noted. The patient was put on intravenous anticoagulation and lidocaine and amiodarone while in the intensive care unit being closely monitored; however, the patient was on cardiogenic shock alert, and it was decided not to treat the obstruction. No pump exchange was performed as the patient was dual listed as orthotopic heart transplant and orthotopic kidney transplant. Due to the outflow graft obstruction, the device was not able to perfuse the patient, resulting in rising blood urea nitrogen, creatine and fluid levels. The patient was discharged home with hospice care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported outflow graft (ofg) clot could not be confirmed through the submitted image. Review of the submitted log files confirmed low flow events; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported renal dysfunction and cardiac arrhythmia could not be conclusively established through this evaluation. The submitted log files captured several low flow events from 02dec2022 to 24dec2022. No other notable events were observed and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding a larger/clearer cta image; however, no additional images were provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists device thrombosis, renal dysfunction, and cardiac arrhythmia as adverse events which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power,and addresses the assessment of pump flow. Under "anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.